Event description:
During a treatment of a deep pocket with 1 x ems handy-perio hand-piece, pt seems to get some embolism. No further details have been currently provided by dr (B)(6).

Manufacturer narrative:
The dentist did not provide us with enough info. (B)(4) USA, is requesting him to give more details.